Event description:
It was reported that the patient experienced st segment elevation and bigeminy. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a versacross connect access solution for faradrive, the patient experienced st segment elevation. The sheath was prepared with no noticeable issues and the versacross connect dilator was inserted into the sheath. The sheath was inserted into the patient over a j-tip guidewire into the right atrium (ra), and then the guidewire was exchanged for the versacross rf wire. The transspeptal puncture was performed and the sheath was advanced into the left atrium (la). The sheath was aspirated and connected to the flush line with the dilator still inserted, and when it was noticed that the dilator was still in the sheath it was removed, then aspiration and flush line connection were performed again. A large amount of air was not observed during aspiration. At that time, it was realized that heparin had not been administered to the patient yet. After heparin was administered a change was observed in the st segment. It was noted that the change in the st segment occurred once the patient went into bigeminy. Aspiration was performed and 60cc of blood was removed from the sheath. No air was observed during aspiration nor in the patient on intracardiac echocardiography (ice) or fluoroscopy when a check was made. A dose of nitroglycerin was administered to the patient and the st segment returned closer to baseline. The procedure was continued and completed successfully. After the procedure the patient fully recovered from the complications. The device is not expected to be returned for analysis due to disposal. The physician stated that air was likely in the flush line prior to connection to the faradrive sheath, but this was not confirmed. The st elevation was observed before ablation after transseptal access into the left atrium from the right atrium, without a specific ECG lead and the reason of st elevation was unknown. The patient was given a general anesthesia and had the shallow breathing. No patient condition was noted which can lead to a negative intrathoracic pressure. It was confirmed that 30cc syringe was used to aspirate the sheath and a pressurized heparinized saline drip was used to irrigate. Irrigation was interrupted or stopped when the sheath was aspirate. No issue was noted with the dilator and no air was noted when the dilator was aspirate.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.